Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022 a sample was collected from the patient. On (B)(6) 2022, the sample was processed per pi on xpert xpress sars-cov-2. The result was sars-cov-2 positive. This result was reported to a physician. On (B)(6) 2022, sample 2 was collected. On (B)(6) 2022, the sample was processed per pi on xpert xpress sars-cov-2 lot 07914; adf v2. The result was sars-cov-2 negative. This result was reported to a physician. On (B)(6) 2022, sample 1 that was stored at room temperature was rerun as per pi on xpert xpress sars-cov-2. The result was sars-cov-2 negative. This result was reported to a physician, but patient initial report was not amended. It is unknown if patient was symptomatic for covid-19; admitting diagnosis was gi bleeding. Physician and patient questioned initial positive result and requested a new sample be collected. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022 a sample was collected from the patient. On (B)(6) 2022, the sample was processed per pi on xpert xpress sars-cov-2. The result was sars-cov-2 positive. This result was reported to a physician. On (B)(6) 2022, sample 2 was collected. On (B)(6) 2022, the sample was processed per pi on xpert xpress sars-cov-2 lot 07914; adf v2. The result was sars-cov-2 negative. This result was reported to a physician. On (B)(6) 2022, sample 1 that was stored at room temperature was rerun as per pi on xpert xpress sars-cov-2. The result was sars-cov-2 negative. This result was reported to a physician, but patient initial report was not amended. It is unknown if patient was symptomatic for covid-19; admitting diagnosis was gi bleeding. Physician and patient questioned initial positive result and requested a new sample be collected. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. Review of sample 1 test run result shows n2 target detection with late CT. Target and spc amplification and epf appear normal. Review of repeat of sample1 and sample 2 test results show normal spc. No evidence of product malfunction. Likely root cause is sample at or below the test's limit of detection. Despite multiple attempts to contact the customer, no response was received. No reports of patient harm as per customer. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.